Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were not able to calibrate due to their high blood glucose of 474mg/dl. The customer was advised to wait for their blood glucose to come down before calibrating. Customer was also advised to monitor the sensor and blood glucose. There was no further information provided by the customer or troubleshooting and no further high blood glucose troubleshooting was performed.